Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was used during a gastric bypass. Post operatively, the patient returned with a stricture. It is unknown how the stricture was repaired. There is no further information available. It is unknown how the case was completed or the patient status. Additional information has been requested,

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.